Event description:
This lead was implanted on (B)(6) 2004, and remains implanted up to this date. A call to technical services placed on 5/6/2013 , states that rv lead is high on this st. Jude medical lead. All r waves and thresholds in normal limits. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).